Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels of "hi" mmol/l (greater than 33.3 mmol/l) and a ketone reading of 5.2. The patient changed all the accessories without success. The patient's father drove the patient to the hospital. Since then, the patient has been in hospital. The patient's mother could not confirm what treatment the patient had received. During the hospitalization, the pump was removed and the patient's blood glucose and ketone levels dropped, but when the patient was reconnected to the pump, both levels, blood glucose and ketone, started to rise again. The nurse therefore believes that the pump is not delivering the insulin effectively.